Event description:
As reported by the user facility: reported three intravascular penetrations, one intrathecal or intradural placement which resulted in a respiratory arrest of a pregnant mother for which a code was called and two episodes of an inability to run a well placed catheter on a pump due to extremely high resistance. Further information provided by the facility indicated as far as they know, no additonal adverse sequela was associated with these events. It has also been reported that the reporting physician has a preference to another catheter and no other physician in the facility has a problem with the b. Braun catheter. The lot number remains unk and there are no samples for evaluation.

Manufacturer narrative:
The actual samples in the incidents were not returned to the manufacturer to be evaluated and a lot number was not provided. Without the samples and a lot number, a complete investigation could not be performed. No specific conclusions can be drawn. All available information has been provided to the actual catheter manufacturer, micor inc.